Event description:
(B)(4). Started noticing itching and raches etc throughout years way to many side effects to list plenty of ER visits etc..no one can help me. Now at early age been diagnosed with ra severely ill with a huge list of symptoms